Event description:
It was reported that during a gastric resection procedure, from the beginning of the procedure, the opening of the stapler is not complete. The surgeon uses the device and succeeds stapling two times until the stapler does not open anymore. The staples were correctly in place. This happened on the first cartridge: gold color. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one long60 device was returned with the firing mechanism damaged and with an ecr60d cartridge loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Due to the condition of the device no functional test was performed however the device was dry fired to test the condition of the firing mechanism and achieved its complete firing sequence without any difficulties. The device was disassembled to verify the condition of the internal components; the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. The damage to the firing shuttle and the firing trigger shroud is consistent with high forces applied. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the device removed from tissue when it would no longer open? Response from the affiliate: when the stapler does not open anymore it was outside tissue.